Manufacturer narrative:
A ge service representative performed an onsite investigation. The ac power cable was evaluated and identified as requiring replacement. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system intermittently failed to boot, displayed an error and exhibited intermittent system functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
The fse confirmed the problem reported by the customer of system not booting. The fse determined the cause of the problem to be the system power cord. Fse replaced the power cord to resolve the issue. The fse verified system functionality. The power cord is used to interface the system with the facility power outlet. A failure of this plug will result in the system not booting or functioning. Based on age of the system, manufactured in 2001, this type of failure would be expected and reflective of the normal wear and tear that is anticipated as the system is used. This is not a malfunction.